Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. He had the bravo put in on march 21 for two weeks already without any symptoms to the patient. The capsule was noted to be retained on repeat endoscopy when the patient was supposed to undergo peg placement. The mucosa appears normal. Our medical advisor instructed the physician how to safely remove the retained capsule using a cold snare and sent her the relevant publications.